Event description:
It was reported that during a da vinci si total benign hysterectomy the prograsp forceps instrument tip was not articulating completely. The customer trouble shot by cleaning the tip, fixing the drape, and reloading the instrument. The instrument was replaced with another prograsp forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument was not articulating completely. The pitch cable was found broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. Clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.